Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after an infusion set site change, attributed to an incorrectly deployed contact detach set and not filling the smaller portion of the set prior to use; troubleshooting and education were provided, and there were no device alerts or alarms. Symptoms included elevated blood glucose up to 251 mg/dl without reported ketosis, dizziness, loss of consciousness, or other acute complications. Outcomes included continued monitoring, site and set replacements, resumption of insulin delivery, and no use of backup therapy or medical intervention. Investigation included remote technical assessment and user-guided troubleshooting focused on infusion set handling and priming. Investigation of this case revealed user error related to incomplete priming and improper connection of the infusion set, with improvement noted after proper filling and reinsertion. It was concluded that the event was due to user technique with the infusion set rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.